Event description:
It was reported the neck of the bag was discovered torn prior to placing into clinical use for patient. Item is unused, no adverse health outcome. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. The product was returned and visual testing was performed no damages were detected on the samples . One (1) sample was received without its original packaging. The sample was visually inspected at a distance of 12 under normal lighting to received unit, in order to detect any damage on the unit. During the visual inspection, a cut/slit was found under the tape. A random sample of (B)(4) units was taken from process in order to verify that parts are free of workmanship defects and damaged. No discrepancies were found. After a review of the different verifications that are performed during the manufacturing process to detect damaged components, the most probable root cause is that damaged occurred after the product left the facility. As mitigation qalert (B)(4) was generated on 28/aug/18 to ensure that operators verify that breathing bags are free of holes and damaged. UDI is unknown. No information has been provided to date.